Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the battery reciprocator device was not running. The electric motor and the electronic control unit (ecu) values were measured separately to identify where the failure persisted. After measurements, it was concluded that the issue was with motor. The motor of the device was defective and did not start at all. It was further determined that the device failed pretest for functional test. Therefore, the reported condition that the device suddenly stopped functioning was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. Concomitant med products: battery device; oscillator device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a femoral box osteotomy of a total knee arthroplasty (tka) surgical procedure it was observed that the battery reciprocator device suddenly stopped functioning. It was reported that after replacing the battery device the reciprocating device did not function. It was reported that there was no delay in the procedure due to the event. It was reported that the procedure was successfully completed with an unknown oscillator device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. D10: additional narrative: d4, g1-2, h4 : the device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI ¿ (B)(4).